Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalised illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085262) that a female patient of unknown age who underwent an unspecified breast implantation procedure on (B)(6)2005, suffered several unexplained systemic symptoms, including hives, rashes, sensitivity to sunlight, swelling and rashes of breast with great emphasis on the left side, sinus infections (eventually had to have surgery), joint pain, debilitating exhaustion, positive "ana's", could not think straight, brain fogginess, felt like dying with each passing day. The patient was "tested for everything" but tests came back (B)(6). The patient underwent bilateral removal on (B)(6) 2019. Less than one month after the implant explantation, the patient reported feeling themselves more and more each day and they no longer wake up with pain all over their body and the brain fog is also gone. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the right breast prosthesis.